Event description:
It was reported that the patient was feeling stimulation in the wrong location since implant. The right leg was the only place as of (B)(6) 2012 that the patient felt the implantable neurostimulator (ins) working. The patient needed pain relief in the back area and not just down the right leg. The patient had an adjustment at her 2 week check-up, but was still feeling stimulation in her right leg. There was stimulation in her right arm and ribs when being programmed to different programs. The patient did not like the pulse sensation on the ins. When the patient increased the stimulation, the stimulation in her right leg just got stronger. The patient had an appointment on (B)(6) 2012. It was later reported that an impedance test was done. Electrodes #0-7 were greater than 20,000 ohms; the cause was unknown. It was noted that even after the implant surgery when the lead was working properly, the patient had stimulation only on the right side when she needed it on the left. After several attempts at reprogramming the lead, the patient was scheduled for a revision on (B)(6) 2012. The new lead was placed and the coverage was "good." There were no visible issues with the lead.

Manufacturer narrative:
Product ID: 37744 lot# serial# (B)(4), product type programmer, patient product ID: 3550-39 lot# n304995, implanted: 2012 (B)(6), product type accessory product ID: 37754 lot# serial# (B)(4), product type recharger product ID: 39286-65 lot# serial# (B)(4), implanted: 2012 (B)(4), explanted: 2013 (B)(6), product type lead (B)(4).

Manufacturer narrative:
Product ID, 39286-65 serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 37754 serial# (B)(4), product type recharger product ID, 37744 serial# (B)(4), product type programmer, patient product ID, 3550-39 lot# n304995, implanted: 2012 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that cause of ins never worked was not determined. Patients weight was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 37744 serial# (B)(4) product type programmer, patient product ID 3550-39 lot# n304995 implanted: (B)(6)2012 product type accessory product ID 37754 serial# (B)(4) product type recharger product ID 39286-65 serial# (B)(4) implanted:(B)(6) 2012 explanted: (B)(6)20136 product type lead product ID 39286-65 serial# (B)(4) implanted: (B)(6)2012 explanted: (B)(6)2013 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that the implant was a complete and total disaster and failure, and the wiring and things were put in several times. Finally, a healthcare professional (hcp) removed the whole system on (B)(6)2013. The patient was in extreme discomfort because the ins never worked and the patient experienced discomfort where the ins was located as well. The ins was in the upper part of the patient¿s left buttock. Several doctors tried to get rid of the sensitivity and soreness where the ins was and the patient couldn¿t touch it and could hardly wear clothing. It was noted by the caller that the hcp said that the subcutaneous tissue was so injured that it would make it worse if they tried to operate to take the soreness out. The soreness is just starting to hurt less and be less sensitive in the last few months and clothing was fitting better now. It was also noted that the technicians could never get any pain removal with pain adjustments. It was noted that the patient had an infection, however it was confirmed with the caller that they were referring to the soreness of the ins location and the patient did not have an infection. No further complications were reported as a result of the event at this time.

Event description:
Additional information received indicated that the patient never had therapeutic effect. It was reported that after the revision, the patient was feeling the stimulation more down her left side and nothing in the middle. The patient had had multiple reprogramming sessions but getting the stimulation in the correct location had not been achieved. It was stated that the second revision was not an option due to too much scar tissue where "the 2x8 board" was placed. It was reported that the patient was having the whole system removed on 2013 (B)(6) and a tens (transcutaneous electrical nerve stimulation) unit would be tried.

Manufacturer narrative:
(B)(4).